Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient coded and required additional intervention. The target lesion was treated with a csi orbital atherectomy device (oad) and the physician followed-up with balloon angioplasty. Angiography did not reveal any complications and the patient was stable. At that point, a drug coated stent was advanced into the patient and deployed, but the patient coded. A dissection/contained perforation was identified and the physician deployed a covered stent across it in an effort to resolve. The patient stabilized and was transferred to holding. Approximately one hour later, the patient coded and was brought back to the cath lab. A clot was observed within the second stent, but the physician removed the clot. The patient coded a few more times during the intervention and was administered protamine to resolve the stent clot. The patient was monitored in the facility, but expired two days later.